Manufacturer narrative:
Patient identifier: (B)(6). Age at time of enrollment- (B)(6).

Event description:
Elegance study. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The first target lesion was in right mid popliteal artery extending up to right distal popliteal artery with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 120 mm and 100% stenosis. Prior to target lesion treatment, pre-dilatation was performed with 5 mm x 150 mm non-boston scientific drug coated balloon. Treatment of target lesion was performed by dilatation using 5 mm x 200 mm study device, ranger drug coated balloon. The final residual stenosis was noted to be 20%. The second target lesion was in right mid superficial artery extending up to distal superficial femoral artery with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 120 mm and 100% stenosis. Prior to target lesion treatment, pre-dilatation was performed with 5 mm x 200 mm non-boston scientific drug coated balloon. Treatment of target lesion was performed by dilatation using 5 mm x 200 mm study device, ranger drug coated balloon. And post treatment of target lesion was performed by placement of 6.0 mm x 140 mm and 6.00 mm x 120 non-boston scientific drug eluting stent respectively. Following post dilatation was performed with 6.0 mm x 100 mm non-boston scientific pta balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2022, on the same day of index procedure, during or after treatment of the second target lesion, dissection of grade d was noted in the target lesion. Per edc, on the same day, in response to the dissection noted, a balloon dilation was performed and bailout sent was placed, and the complication of dissection was resolved on the same day.